Event description:
Pt revised to address tibial subsidence.

Manufacturer narrative:
The product was not returned for examination. A search of the complaint database did not show any other reports against the mfg lot. The investigation could not draw any conclusions about the root cause of the reported tibial subsidence. The reported pt's large physical stature is a possible contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.